Manufacturer narrative:
Manufacture facility was unknown. (B)(6). Device manufacture date was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and it was found that the ball bearings inside the unit were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the sagittal saw attachment device was making a strange sound while in use. The event was not reported to have occurred during surgery. The reporter indicated that a delay in a surgical procedure and an available spare device were not applicable to the event. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.